Manufacturer narrative:
(B)(4). Investigation summary ==> it was reported performance breakage suture. A suture piece of product code 8717 was returned for analysis. During the visual inspection of the suture piece, the ends were noted cut appears to be by use of a surgical instrument and marks on surface suture were noted. The other section of the suture was not returned for analysis. No functional test could be performed due to condition of the sample received. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The manufacturing records couldn't be reviewed as the batch number is unknown. According to the sample condition, the assignable cause of the performance breakage suture, was suggest an improper handling.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke while tying the knot. It is unknown if a similar device was used to complete the procedure. There were no adverse patient consequences. No additional information was provided.